Event description:
The facilities nurse reported finding leakage near the filter of the set during patient use. No patient injury or medical intervention occurred. No additional information is available for evaluation.

Manufacturer narrative:
The sample is reported to be available for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).